Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I would like to report broken items which were sent out on an orthokit booking: orthokit booking number: (B)(4); surgery date: (B)(6) 2018; surgeon: mr. (B)(6); operation: tc3 mbt revision knee replacement; hospital: (B)(6) hospital. Instrument trays affected and item codes: module 1718 sigma femoral sleeve kit (B)(4); item code affected: (B)(4) adaptor torque wrench . The torque wrench was not fit for purpose during the operation. It did not damage the patient or implants however it did delay the operation by 5 minutes. The issue with the item is that it did not torque the stem onto the adaptor sufficiently. The outcome was fine though it must be noted. Module 1655 ¿ tc3 revision knee (B)(4); item code affected: (B)(4) pfc* flut tib rod trl 75 x 12. The 75 x 12 stem did not attach to the trial mbt tibial tray which again did was not detrimental to the patient however it did delay the operation by 5 minutes. The surgeon then opted to use a 75 x 10 stem trial instead. Please can these defect items on the orthokit sets be removed and replaced. They are not fit for purpose.

Manufacturer narrative:
(B)(4). No device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.